Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument noted that the distal tip of the tube housing was broken. Due to the noted damage , functional testing was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to detach the rectum during laparoscopic radical resection of rectal cancer, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. Replaced with other product. There was no patient injury.